Event description:
A customer contacted beckman coulter inc (bci) in regards to three erroneous elevated accutni results above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The erroneous results were reported out of the laboratory. The sample was tested on an alternate method and "negative" result was obtained. The patient was transported to another hospital, where a troponin t test was performed using an alternate method and negative result was obtained.

Manufacturer narrative:
Sample information is unavailable. Per customer, qc was within the customer's established ranges. One sample was submitted to customer product line support (cpls) for additional testing. Cpls testing confirmed the root cause of the event to be a heterophile interference.